Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. The patient later recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted for potentially associated lot numbers 13f12h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4).